Event description:
It was reported that there was a stray hair found in the peel pouch of specialty tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 6378919 was initiated to address the reported event. Visual evaluation of the returned one-photo sample noted one unopened with original packaging, nasogastric sump tube. Visual inspection of the one-photo sample noted a strand of hair inside packaging. This does not meet specification per ip7600717, revision 23 which sates "product and package (kit) must be free from visible loose or embedded foreign matter". This specific complaint allegation was part of a broader investigation captured in CAPA 6378919. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a stray hair found in the peel pouch of specialty tube. As per follow up information received via mail on 28oct2025, it was reported that customer no longer carries the impacted physical product due to the lag time from report to response. Photo sample provided. Lot ngkr1152 was provided. The product was not used on a patient, and the clinical team noticed it prior to using.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a stray hair found in the peel pouch of specialty tube.